Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (nonfunctional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. Upon investigation an open was found along the rear pulse wire in the trunk cable. The cause of the test failure was the open wire. The root cause for the open wire was excessive force no adverse events occurred as a result of the defective electrode belt.

Event description:
09/24/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.